Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose was 4.5 mmol/l at the time of incident. Customer states that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. The insulin pump will not be returned for analysis.